Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported false downstream occlusion alarms were reproduced and confirmed through evaluation. Evaluation found that the fluid number readings from the downstream sensor with the fluid filled set were above specification. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had false downstream occlusion alarms. It was also reported that there was no patient injury.